Manufacturer narrative:
Concomitant medical devices: 1688t st jude lead, implanted (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead alerted for high superior vena cava (svc) coil impedance. The svc was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.